Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The patient was asymptomatic. The lead was extracted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.